Event description:
It was reported that prior to starting a da vinci myomectomy procedure, the camera head focus connector broke off, resulting in the site being unable to focus the camera. The pt was under anesthesia before the surgical staff made the decision to abort the procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering confirmed that the camera head focus connector is broken. The camera head has three cables connected to it, two to the cameras (one for the left camera and one for the right camera) and one for the motor controlled focus. The system was repaired by replacing the affected camera head. As of 2008, there have been no reported recurrences of the issue at this hospital.